Event description:
A perigee mesh was implanted to repair anterior prolapse; the date of implant was not provided. She saw her surgeon in 2008 and in 2011 after consulting with her physician for bladder infections, bleeding from the bladder, discharge, inability to have intercourse with her husband, and inability to sit for long "without something sticking into me." She was informed that the mesh had "eroded and pushed through the vaginal wall," and that the mesh "needed to be trimmed back," but she was unable to have the surgery then because her blood work was not "right." In (B)(6) 2012 the mesh was "trimmed and stitched back," but her symptoms did not change. Additionally reported, "my sex life has been ruined and I live in constant pain."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.